Event description:
On (B)(6) 2012 customer reported that electrolyte injection cup (eic), on the dxc 800 pro instrument, was overflowing and not draining. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. The customer removed the eic cup and flushed all fluid ports. The customer also removed and cleaned the eic cup drain solenoid. This resolved the issue and the customer cancelled the service call. No further issues have been reported.

Manufacturer narrative:
(B)(4).